Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka, the surgeon used the alignment guide. However, the surgeon could not lock the locking screw of the alignment guide. Therefore the surgeon used while fixing the alignment guide by hand.

Manufacturer narrative:
An event regarding alleged screw not locking involving a passport a/r fem. Align. Guide was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection on the returned device notice the damage on the locking screw thread and the thread from the body of the alignment guide. Discussion with material analysis engineer indicated the damage on the threads are consistent with cross threading. -medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. -device history review: review of the device history records indicate enter that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the damage on the locking screw thread and the thread from the body of the alignment guide are consistent with cross threading as confirmed by a material analysis engineer. This most likely was created by over torquing the locking screw during the repeated use and or created using an external tool as wrench or pliers to screw and unscrew the device this was notice because of the clear damage marks on the hexagonal screw head.

Event description:
During tka, the surgeon used the alignment guide. However, the surgeon could not lock the locking screw of the alignment guide. Therefore the surgeon used while fixing the alignment guide by hand.